Event description:
It was reported that the patient received the early replacement indicator (eri) and end of life (eol) messages on the implantable pulse generator (ipg). The patient will undergo an explant procedure.

Event description:
It was reported that the patient received the early replacement indicator (eri) and end of life (eol) messages on the implantable pulse generator (ipg). The patient will undergo an explant procedure. Additional information was received that the patient experienced pain and underwent an explant of the primary cell ipg. The patient was doing fine post-operatively.

Event description:
It was reported that the patient received the early replacement indicator (eri) and end of life (eol) messages on the implantable pulse generator (ipg). The patient will undergo an explant procedure. Additional information was received that the patient experienced pain and underwent an explant of the primary cell ipg. The patient was doing fine post-operatively.

Manufacturer narrative:
The primary cell ipg, sc-1140 serial number (B)(6), was returned and analyzed. Based on the energy use index (eui), the estimated longevity of the ipg was 16 or more months. It was determined that the end of life (eol) stage was reached after 26 months of service, longer than the estimated longevity of 16 months. Laboratory analysis and patient data revealed no anomalies. A labeling review was performed and revealed that the complaints of ipg eol and pain are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The eol problem identified was confirmed by engineers as the ipg was at the end of its service life.